Event description:
It was reported that this implantable cardioverter defibrillator (ICD) right atrial (ra) lead pacing impedance is now higher than the right ventricular (rv) lead pacing impedance. The current (B)(6) ra lead measurement is at 491 ohms and the rv lead measurement is at 475 ohms with a shock lead impedance measurement at 68 ohms. Technical services (ts) was consulted, and no additional information has been provided at this time. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).